Event description:
Following two unsuccessful cavity integrity assessment (cia) tests during an attempted novasure procedure, a uterine perforation was confirmed on hysteroscopy. The procedure was abandoned. No treatment was needed for the perforation and the pt was discharged home. We have been unable to obtain additional info surrounding this event. A hysteroscopy and sounding with a metal sound (not a hologic device) were performed prior to the attempted ablation. It is not known when this perforation occurred or what instrument may have been the cause.

Manufacturer narrative:
Results: this device was received in the lab bent in such a way that testing could not be done. The condition in which it was received is not consistent with normal handling and usage of the device. Device history record (DHR) review was conducted for the identified lot number and serial number of the disposable device. No abnormalities were found related to the reported info. This device passed final testing prior to release. Based on the info obtained to date, no direct correlation can be made between the reported event and the novasure system. According to the instructions for use (IFU) warnings: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgement to determine whether or not further dilation is required. The novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment. If additional relevant info is received, a supplemental medwatch will be filed. (B)(4).